Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(investigation type, investigation findings, investigation conclusion, component code), h11. Corrected fields: e1 name of initial reporter. It was reported that during a routine device inspection by a clinical engineer, the cardiosave iabp touch screen was slow to respond and sometimes not responding. There was no patient involvement. The touchscreen assembly was replaced. Functional test was performed and touch sreen was respoding normally. It has been confirmed that there were no problems with its clinical use.

Manufacturer narrative:
Due to character limit: e1 (event site name)- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine device inspection by a clinical engineer, that the cardiosave intra aortic balloon pump (iabp) had reduced and intermittent touch panel responsiveness identified. No patient involved.